Event description:
The surgeon reported he was inserting an aspheric three piece collamer lens model cq2015a and due to the patient having a pre-existing weak capsule, the patient's capsule tore. The surgeon enlarged the incision to remove the lens and performed a vitrectomy and a suture was used to close the incision. The surgeon reported that he left the patient aphakic. Another surgery was performed by a different surgeon to sew in another lens. The surgeon stated that the lens did not cause the capsule tear, it was due to the patient's capsule being too weak and he tore the lens when removing it from the patient's eye.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows a small tear in the optic/haptic junction on the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.